Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "when the surgeon went to cut through the anterior skim cutting guide, the guide was not stable in the femoral alignment guide."